Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round high profile 330cc saline breast implants which the left side deflated, and bilateral cutaneous contour deformity after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral replacements as follow: right replaced with cat#: 3504504bc, sn#: (B)(4), and left replaced with cat#: 3504504bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021. During visual evaluation no apparent damage or visual anomalies were observed on the sm hps dv 330cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).